Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer reported issue, part of the ceramic insulation at the resection sheath¿s distal tip was found broken off. The customer reported the issue was caused by dropping the device during reprocessing. The repair history for the device shows no repair records in the last year. The legal manufacturer (oste) performed a review of the device history records and no non-conformities or deviations were observed regarding the described issues. The legal manufacturer¿s (oste) investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the reported information, the cause is due to accidental dropping of the device by the user. Olympus will continue to monitor complaints related to the device and reported phenomenon. To mitigate the injury to the patient and device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Event description:
The olympus (osh) field service engineer was informed that after use, part of the ceramic insulation at the resection sheath¿s distal tip broke, which was caused by dropping during reprocessing. No death or injury and no impact to person or other was reported to olympus.